Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the low impedances was not determined, that no additional interventions had been taken and that the issue had been resolved. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Rep said they were seeing a value of <50 ohms on all case pairs and noted that they ran impedances at 2.0v. The caller said all bipole impedance values were between 1100-1500ohms and noted the patient was getting good motor response with all electrodes. As a result of what was reported, the rep was going to have the healthcare provider (hcp) close and follow up with the patient post-operative or at an appointment to review programming options. No patient symptoms were reported and no further complications have been reported as a result of this event.